Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-10, additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It reported the physician has decreased the patient's dosage by 20% and would continue to do so each week until the surgical replacement date. The pump would not be replaced/removed until (B)(6), as this is the physician's next available surgery date. Pump logs were received. Logs indicated the patient was refilled on (B)(6) 2018. The first motor stall occurred on (B)(6) 2018 at 01:40 with a recovery logs on (B)(6) 2018 at 18:09. The second motor stall occurred on (B)(6) 2018 at 23:20 with a motor stall recovery occurring on (B)(6) 2018 at 08:53.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving bupivacaine (2.5 mg/ ml, 0.6727 mg/day) and morphine (5 mg/ml, 1.3454 mg/day) via an implantable pump for spinal pain. The rep stated that the patient had been having multiple motor stalls and motor stall recoveries. The rep stated that the patient had two motor stalls and no magnetic resonance imaging (MRI) or electromagnetic interference (emi) was confirmed active during stalls. The first stall occurred on (B)(6) 2018 with a motor stall recovery on the same date. A second motor stall occurred on (B)(6) 2018. The patient went to the emergency room (ER) on (B)(6) 2018 because of the stall and the pump motor stall recovered when the patient was in the ER. The rep was advised to follow up with the healthcare professional (hcp). There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). Duplicate information was reported. However, new information stated the pump was set to run from flex dosing to simple continuous.